Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer treated herself with manual injections but her blood glucose levels would not decrease. The customer's blood glucose was 600 mg/dl. Troubleshooting was done. The customer stated that there were tiny air bubbles the size of champagne bubbles in the tubing. Customer ran a manual prime, and insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Troubleshooting could not be completed because the customer did not want to remove the infusion set. Customer stated that she would call back when changing the infusion set in order to continue troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.